Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #:(B)(4). Case subject: npi 8100 error code 210.6020. Account name: (B)(6) hospital. Account #: (B)(6). Asset name: . Asset location: . Contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Contact mobile: . Patient or user involvement: no. Patient or user harm: no. Case description: . Customer reports error code 210.6020 on their 8100 (sn: (B)(6)). Failure device type: . Failure problem type: . Failure mode: . Case resolution: . Issue due to keypad. Customer request to send in under warranty. Transferred to repair team for further assistance. Ended call. Ref:_00d30y0yr._5000l1sve9a:ref.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 14aug2019.the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involved.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 14aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involved.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Contact mobile. Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 210.6020 on their 8100 sn: (B)(4). Case resolution: issue due to keypad. Customer request to send in under warranty. Transferred to repair team for further assistance. Ended call. Ref: (B)(4).